Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad buttons. Evaluation also revealed that the display was dim and faded. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/06/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings: the keypad was found to be lifting/peeling from below the ok button. All of the keypad buttons responded properly and were functional. The keypad was removed and evidence of contamination was found under all button contacts. Evaluation also revealed that the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).